Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. Visual inspection: upon visual inspection of the complaint device it can be seen that the locking screw has some colour fading all over from use. Otherwise is the implant in a good condition including screw recess. Functional test: during investigation a functional test was performed. The screw and the screwdriver passed the functional test, as we are able to attach and detach the screw from the screwdriver. Dimensional inspection: the article has passed the function test, no issue could be confirmed, and therefore no dimensional inspection is needed. Document/specification review: drawings and revisions are in accordance to DHR of production lot l204318. All relevant features are defined on the used drawing revisions of DHR of production lot l204318. Summary: the review of the production history revealed that this item was manufactured in december 2016 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. The complaint is rated as unconfirmed and not valid from manufacturing point of view, as the part is fully functional. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history sterile part: part: 04.005.424s. Lot: l215308. Manufacturing site: selzach. Supplier: il-medtec ag. Release to warehouse date: 01.dec.2016. Expiry date: 01.nov.2026. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part: part: 04.005.424. Lot: l204318. Manufacturing site: mezzovixo. Release to warehouse date: 18.nov.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hsb. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for femoral trochanteric fractures with the expert humeral nail system. During the surgery, after the surgeon inserted the expert humeral nail and inserted a spiral blade, he inserted the locking screw at the proximal end. After insertion of the locking screw, the surgeon tried to pull out the screwdriver, but the locking screw was pulled out with the screwdriver. As a result, the surgeon did not insert the locking screw due to the thread inside the bone possibly being destroyed. The surgery was completed without any delay. The surgeon comments that this event may have been caused by a stronger engagement of the screw head to the screwdriver than usual and a poor bone quality of the patient as well. The patient was reported as stable after the surgery. Concomitant devices reported: nail head elements (part number unknown, lot unknown, quantity 1), nails: expert humeral (part number unknown, lot unknown, quantity 1), stardrive screwdriver t25/self-retaining (part number 03.010.107, lot unknown, quantity 1). This report involves one (1) 4.0mm ti locking screw w/t25 stardrive 34mm f/im nails-ster. This is report 1 of 2 for (B)(4).